Event description:
It was reported that during a middle cerebral artery (mca) stenosis case, resistance was felt while delivering subject stent into the microcatheter. On withdrawal, subject stent was found prematurely deployed at tip of microcatheter. Procedure was completed successfully with other devices and there were no clinical consequences to the patient reported as a result of this event.

Manufacturer narrative:
B1 malfunction - corrected - no malfunction b5 executive summary - updated. H1 type of reportable event - corrected - no malfunction h6 device code grid - updated. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during a middle cerebral artery (mca) stenosis case, resistance was felt while delivering subject stent into the microcatheter. On withdrawal, subject stent was found prematurely deployed at tip of microcatheter. Procedure was completed successfully with other devices and there were no clinical consequences to the patient reported as a result of this event. Update: based on additional information received from gfe response on 09-jan-2025, it is clarified that there was resistance when the subject stent was transferred through the hub of microcatheter and subject stent deployed prematurely during transfer.